Manufacturer narrative:
This supplemental report was filed to provide additional information that the device was explanted. It has been returned and the report will be updated upon completion of analysis.

Event description:
This supplemental report is being filled to include additional information. The patient had recently been admitted to the hospital status post an asthma attack. Due to the asthma attack, the device had dislodged and migrated causing the patient pain. The device was explanted due to this and the electrode was elected to be explanted due to previous signal amplitude issues. No additional adverse events were reported.

Event description:
It was reported that this patient had previously received an inappropriate shock due to oversensing of artifacts with smaller amplitudes. The patient was brought into the clinic and the noise was not reproducible and the physician elected to not reprogram the device at the time. Recently, the patient received an add additional inappropriate shock that resulted in the inducing the patient into ventricular fibrillation (vf). The device successfully converted the patient out of the therapy induced vf. The patient is being in brought into the clinic to turn smart pass on. No adverse events were reported. This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient had previously received an inappropriate shock due to oversensing of artifacts with smaller amplitudes. The patient was brought into the clinic and the noise was not reproducible and the physician elected to not reprogram the device at the time. Recently, the patient received an add additional inappropriate shock that resulted in the inducing the patient into ventricular fibrillation (vf). The device successfully converted the patient out of the therapy induced vf. The patient is being in brought into the clinic to turn smart pass on. No adverse events were reported.